Event description:
The email initial received from the (B)(4) study indicated that during index procedure the patient had transient ischemic attack during removal of the angioguard device that was revised to a cva by the study's clinical events committee (cec) which required treatment. In addition, during the procedure, the patient was hypotensive which was not treated. The patient was asymptomatic at the time of the intervention. Baseline nih stroke scale score was 1 and the rankin score was 0. Pta was being performed on an 85 % occluded lesion in the proximal to the ostium of the right internal carotid artery of 35 mm in length in a 6.0 mm vessel diameter. The arch ii lesion was eccentric, ulcerated, moderately calcified. A 6 mm medium support angioguard rx was successfully deployed and the lesion was pre-dilated. An 8x40 mm precise pro rx stent was deployed at the target site followed by an 8x30 mm precise pro rx stent was deployed. The angioguard was removed and there was debris found in the basket upon retrieval of the angioguard device. The patient did not have any known allergies to nitinol, nickel or titanium. The patient did not have any neurological symptoms prior to the procedure. A 7f sheath introducer was used. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections. No air bubbles were noted at any time during the procedure. There was no thrombus noted pre-deployment or post deployment. Following removal of the angioguard rx device, the patient became hypotensive (91/54 mmhg) and developed aphasia and left hemiparesis or hemiplegia. According to the procedure event log, at 16:52 the hand grasp was flaccid on the left side, facial droop on the left was noted, and the speech was slightly garbled. He was able to follow directions. Anterior cerebral angiography showed no abnormalities.

Manufacturer narrative:
Possibility of a small non-flow limiting dissection at the site of angioguard rx could not be excluded. At 16:56, his hand grasp was getting stronger on the left, pupils were equal and reactive to light, and at that time was able to lift left leg up off the bed. His speech was understandable, and when asked about pain, he clearly stated that his shoulder was hurting. The site reported that the patient experienced peri-procedure tia that resolved at the end of procedure. The procedure ended at 17:00. At 18:15, the nih stroke scale score was 0. The patient was transferred to ICU for monitoring and remained hemodynamically stable overnight. However, on the morning of discharge he was noted to have disequilibrium with a loss of balance with left neglect and a left field visual cut "possibly residual from his peri-procedural tia" as noted in the discharge summary. On the following day the nih stroke scale score was 2 due to partial hemianopia and one limb ataxia. The ranking stroke scale score was 1. The patient was ambulating with physical therapy prior to discharge and recommendation was that he have around the clock care through the weekend and his niece agreed to spend weekend with him. The patient had neurological deficits that lasted greater than 24 hours and fully resolved. No brain MRI or CT scan were performed. The patient was discharged on day after the procedure on asa and clopidogrel, according to the discharge summary. At the 30 day follow-up, the nih stroke scale score was 0 and the rankin the nih stroke scale score was 0. This is one of three devices associated with the reported event that were submitted under manufacturing report numbers 9616099-2012-00511, 9616099-2012-00512 and 1016427-2012-00120.

Manufacturer narrative:
The adjudication minutes received have determined that the previously coded event of tia has been adjudicated as a cerebrovascular accident lasting greater than 24 hours and requiring physical therapy. The email received for the sapphire study indicated that during index procedure the patient had transient ischemic attack during removal of the angioguard device. The patient had aphasia and left hemiparesis. The onset was sudden. The recovery was full with no residuals. The patient was discharged on the following day. Discharge nih stroke scale and rankin scores were 2 and 1, respectively. The patient was asymptomatic at the time of the intervention. Baseline nih stroke scale score was 1 and the rankin score was 0. Pta was being performed on an 85 % occluded lesion in the proximal to the ostium of the right internal carotid artery of 35mm in length in a 6.0mm vessel diameter. The arch ii lesion was eccentric, ulcerated, moderately calcified. A 6mm medium support angioguard rx was successfully deployed and the lesion was pre-dilated. An 8x40mm precise pro rx stent was deployed at the target site followed by an 8x30mm precise pro rx stent was deployed. The angioguard was removed and there was debris found in the basket upon retrieval of the angioguard device. The patient did not have any known allergies to nitinol, nickel or titanium. The patient did not have any neurological symptoms prior to the procedure. A 7f sheath introducer was used. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections. No air bubbles were noted at any time during the procedure. There was no thrombus noted pre-deployment or post deployment. There was no intervention or treatment provided to treat the event. The products were not returned for analysis. Device history record (DHR) reviews were conducted and the products met quality requirements for product acceptance. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three devices associated with the reported event that were submitted under manufacturing report numbers 9616099-2012-00511, 9616099-2012-00512 and 1016427-2012-00120.